Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure migrated into uterus and puncture the walls'), embedded device ('essure migrated into uterus and puncture the walls') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test added.". In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced abdominal pain lower ("right lower quadrant pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, embedded device and fallopian tube perforation outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, device expulsion, embedded device and fallopian tube perforation to be related to essure. The reporter commented: removal procedure: the right fallopian tube had no quells visible at the tubal ostia. The left fallopian tube had a good deal of the device in the endometrium; the fallopian tubes and ovaries were normal in appearance as was the endometrium was normal in appearance on hysteroscopy. The right fallopian tube was removed in its entirety laparoscopically and the device could be palpated. The left fallopian tube was taken from just proximal to the fimbriated to the cornual region. The large portion of tube within the uterus was removed hysteroscopically and the rest was removed laparoscopically; at the completion, hemostasis was excellent. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: pfs received. Reporter information added. Date of insertion, product indication updated. Event onset date added. Event outcome updated to recovered/resolved for event right lower quadrant pain. Event: plaintiff did not undergo essure confirmation test added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure migrated into uterus and puncture the walls'), embedded device ('essure migrated into uterus and puncture the walls') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("right lower quadrant pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, embedded device, fallopian tube perforation and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device expulsion, embedded device and fallopian tube perforation to be related to essure. The reporter commented: removal procedure: the right fallopian tube had no quells visible at the tubal ostia. The left fallopian tube had a good deal of the device in the endometrium; the fallopian tubes and ovaries were normal in appearance as was the endometrium was normal in appearance on hysteroscopy. The right fallopian tube was removed in its entirety laparoscopically and the device could be palpated. The left fallopian tube was taken from just proximal to the fimbriated to the cornual region. The large portion of tube within the uterus was removed hysteroscopically and the rest was removed laparoscopically; at the completion, hemostasis was excellent. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure migrated into uterus and puncture the walls'), embedded device ('essure migrated into uterus and puncture the walls') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test added." The patient's medical history included seasonal allergy. Concomitant products included diphenhydramine hydrochloride and medroxyprogesterone acetate (depo-provera). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced abdominal pain lower ("right lower quadrant pain") and pelvic pain ("pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, embedded device, fallopian tube perforation and abdominal pain outcome was unknown and the abdominal pain lower and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, embedded device, fallopian tube perforation, pelvic pain and uterine perforation to be related to essure. The reporter commented: removal procedure: the right fallopian tube had no quells visible at the tubal ostia. The left fallopian tube had a good deal of the device in the endometrium; the fallopian tubes and ovaries were normal in appearance as was the endometrium was normal in appearance on hysteroscopy. The right fallopian tube was removed in its entirety laparoscopically and the device could be palpated. The left fallopian tube was taken from just proximal to the fimbriated to the cornual region. The large portion of tube within the uterus was removed hysteroscopically and the rest was removed laparoscopically; at the completion, hemostasis was excellent. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2021: pfs received. Reporter's information added. Event: abdominal pain were added.medical history and concomitant drugs were added.lab data were added.fu 8 and 9 processed together. On 27-apr-2021: no new information added.fu 8 and 9 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure migrated into uterus and puncture the walls'), embedded device ('essure migrated into uterus and puncture the walls') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test added.". In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced abdominal pain lower ("right lower quadrant pain") and pelvic pain ("pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, embedded device and fallopian tube perforation outcome was unknown and the abdominal pain lower and pelvic pain had resolved. The reporter considered abdominal pain lower, embedded device, fallopian tube perforation, pelvic pain and uterine perforation to be related to essure. The reporter commented: removal procedure: the right fallopian tube had no quells visible at the tubal ostia. The left fallopian tube had a good deal of the device in the endometrium; the fallopian tubes and ovaries were normal in appearance as was the endometrium was normal in appearance on hysteroscopy. The right fallopian tube was removed in its entirety laparoscopically and the device could be palpated. The left fallopian tube was taken from just proximal to the fimbriated to the cornual region. The large portion of tube within the uterus was removed hysteroscopically and the rest was removed laparoscopically; at the completion, hemostasis was excellent. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2020: pfs received. Event: pain added. Event device expulsion updated to uterine perforation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure migrated into uterus and puncture the walls'), embedded device ('essure migrated into uterus and puncture the walls') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("right lower quadrant pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, embedded device, fallopian tube perforation and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device expulsion, embedded device and fallopian tube perforation to be related to essure. The reporter commented: removal procedure: the right fallopian tube had no quells visible at the tubal ostia. The left fallopian tube had a good deal of the device in the endometrium; the fallopian tubes and ovaries were normal in appearance as was the endometrium was normal in appearance on hysteroscopy. The right fallopian tube was removed in its entirety laparoscopically and the device could be palpated. The left fallopian tube was taken from just proximal to the fimbriated to the cornual region. The large portion of tube within the uterus was removed hysteroscopically and the rest was removed laparoscopically; at the completion, hemostasis was excellent. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: case turned to valid with information received during follow-up therefore event injury to herself was updated. Information received via plaintiff fact sheet. New events added: essure migrated into uterus and puncture the walls, fallopian tube perforation ,right lower quadrant pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.